Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further reported that the high rv threshold was causing the battery longevity of the implantable pulse generator (ipg) to decrease. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.